Manufacturer narrative:
Concomitant: product ID 37791, lot# unknown, product type recharger. Product ID 3708260, serial# (B)(4), implanted: 2006-(B)(4), product type extension. Product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. Product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 3708260, serial# (B)(4), implanted: 2006-(B)(4), product type extension. Product ID 3998, lot# lb5192, implanted: 2003-(B)(6), product type lead, product ID 3998, lot# j0511416v, implanted: 2005-(B)(6), product type lead, product ID 3998, lot# j0511416v, implanted: 2005-(B)(6), product type lead. (B)(4).

Event description:
No additional information received. It was stated that the patient was instructed to contact the manufacturer's representative for the issue. Additional information received reported that the patient had fallen but her coverage was still appropriate. It was stated that with the new charging cable, recharging issues had been resolved. It was stated that the patient had not wanted to meet with the manufacturer's representative at this time but wanted to call her as needed.

Event description:
It was reported that the patient fell flat on the floor a couple of weeks prior to the report and since then had been having trouble charging for a couple of weeks. It was noted the patient was seeing the code 375 antenna failure error code on the recharger and a ¿call your doctor¿ icon. It was noted there was a coupling problem. The reporter noted that the patient use to get 7 bars on the recharger and now she got 2-4 bars and it took longer to charge. It was further reported that it appeared to have occurred through product use. No patient harm reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.